Event description:
A report was received that the patient had an infection at the pocket site. Patient's symptoms included redness and swelling. The physician believed that the infection was procedure related. The patient was administered with antibiotics. The patient was reportedly healing well.